Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 339 mg/dl. The cause of the high bg was unknown. Reportedly, the customer required assistance delivering a bolus to address bg level. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.